Event description:
Event description boston scientific received information from a clinician that this patient's pacemaker was replaced with another competitor's model for normal device expiration. During the same procedure, it was observed that the lead safety switch triggered on the atrial lead and unipolar impedances measured around 2400 ohms. The caller also reported that sensing and threshold measurements were good, and no noise on the lead. No adverse patient effects were reported.